Event description:
Suspected adverse reaction involving the pt. A contact lens practitioner reported that a pt's parent had told them that the pt has been treated for microbial keratitis at a hosp following a holiday abroad. The pt had been fitted with toric lenses (mfg by biomedics) and was using a solocare brand of lens care product. The contact lens fitter was unable to confirm whether it was solocare soft or solocare plus and has not yet examined the pt themselves. The fitter had contacted the hosp who told them that pseudomonas had been cultured from the lens case. Despite a number of attempts, ciba vision has been unable to verify the details supplied relating to this suspected incident. The practitioner is attempting to obtain the pt's permission for ciba vision to contact the hosp where the pt was treated. When this has been given, the co will endeavor to obtain further info to allow the co to conduct as full an investigation as possible.